Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, an unspecified channel of the pump was programmed for basic delivery of an unspecified concentration of saline and the delivery was started. No specific programming parameters were provided. At an unspecified time, an unspecified channel of the pump was programmed for piggyback delivery of potassium 20 meq and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted a 3 inch segment of air distal to the cassette prior to the device alarming for air in line. At that time, the tubing set was changed and therapy was resumed with the same pump. It was reported no air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.